Manufacturer narrative:
The device was returned and evaluated, the device evaluation found that the issue could not be duplicated. There were no abnormalities found in the channel. According to the customer, the following details regarding the cds process were indicated: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, there was no reported delay in the start of the pre-cleaning, there was no time lag between the end of clinical use and the start of precleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing and there were no other concerns about the reprocessing. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope channel was damaged and flaking. The issue was found during reprocessing. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) (section (s))) which state: the reprocessing methods are described in the ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual.¿ it is possible that the phenomenon indicated can be prevented by this. Olympus will continue to monitor field performance for this device.